Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) over-sensing resulting in false atrial tachycardia/atrial fibrillation detection. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 429888 lead was implanted on (B)(6) 2017, dtpb2q1 bi-ventricular defibrillator was implanted on (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.